Manufacturer narrative:
Catheter model: unk, lot# cs0111, implanted/explanted: unk; catheter model: 8840, serial# unk, implanted/explanted: unk; catheter model: 8703w, lot# l41857, implanted: 1997 (B)(6), explanted: unk; pump model: 8627l18, serial# (B)(4), implanted: 2001 (B)(6), explanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that during the implant/replacement procedure, the pump was not primed on the back table before attaching it to the catheter with drug. The health care provider (hcp) planned to keep the patient for 48 hours to assess the condition and supplement drug as needed during sterile water delivery. Drug delivered via the device was lioresal. It was added that the patient was being treated for a decubitus ulcer and the pump implant/replacement surgery had been postponed before and was subsequently performed on the day of this report.

Event description:
It was reported that the symptoms were low battery alarm, (B)(6) 2012. The cause of the event was the pump; normal battery depletion. It was noted there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).